Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose level of below 200 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as dehydration and weakness. Customer was unable to complete carelink upload. Customer was not alleging pump was under delivering. The device will not be returned for analysis.